Event description:
It was reported that there was oversensing of noise on the right ventricular lead. The pace/sense portion of the lead was replaced, but the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).